Event description:
Alteplase infusion (100 g/200 ml) in a 250 ml vented glass container was spiked with set (a filtered 20 gh set). The set leaked badly around spike bulb. After replacement, the new set did not leak and medication was finished properly.